Event description:
Foley was placed into patient and ~4 hours later, staff noted that the foley tubing was leaking from the reflux port. Unclear how much urine was in the bag at the time of the leak. The urine did not back up to this port. However, catheter had to be removed and replaced putting the patient at risk for a catheter associated urinary tract infection. Patient was not harmed and the device was unfortunately not retained.